Event description:
It was reported that the patient experienced discomfort and pain with this subcutaneous implantable cardioverter defibrillator (s-ICD). A revision procedure of the s-ICD was performed and the s-ICD was found to have migrated under the axilla. The s-ICD was successfully explanted and replaced. No other patient adverse events were reported.